Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered. The right ventricular (rv) lead exhibited oversensing and high/undefined pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.